Event description:
It was reported allergic reaction. The patient came to the clinic due to the missing tooth of right lower 4 in (B)(6) 2024. The implantation was performed after examination. The zimmer tsv implant of 4.1*11.5 was implanted. The patient reflected the redness and swelling at the implant site, accompanied with severe pain. The patient came to the clinic for examination and the allergy was found. The implant was removed upon the patient¿s request. Symptoms as a result of the event: pain, edema.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) tsv4b11, (imp,tsv,4.1mm,sbm,11.5) for evaluation. Visual evaluation / functional evaluation of the as returned product identified signs of use but no apparent signs of malfunction. DHR review was completed for the subject lot number 1255175. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1255175 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was material selection. Therefore, based on the available information, device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.